Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventive maintenance and found that the sample probe was hitting the glass diluent bottle on the outer position of the sample ring of the instrument. The cse corrected the positioning of the sample probe and verified correct diluent sampling. The customer stated that the cse resolved the issue and they are not encountering any further issues. The system is functioning according to manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant, falsely high alpha fetoprotein (afp) result on one patient sample on an immulite 2000 instrument. The initial result was reported to the physician(s). The customer repeated the same sample on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high afp result.